Event description:
Caller reported a compact plus system blood glucose result of 46 mg/dl, then 95 mg/dl on husband's aviva system within 10 minutes. Customer successfully self-treated symptoms of hypoglycemia. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Medwatch with (B)(6) is for compact plus system, medwatch with (B)(6) is for aviva system.